Event description:
Additional information later reported stopped pump period may exceed tube set. The resolution to the motor stall and withdrawal was reported as submitted for replacement and placed on duragesic patches.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information later received reported that the pump was explanted.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (concentration 4 ,000 mcg/ml; dose not reported) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, pump interrogation noted a motor stall. The patient had not recently had an MRI and no magnets had been near the pump. The patient had withdrawal symptoms, fever, itching, and sweating. The pump was turned down to minimum rate (24.8 mcg/day). The patient¿s next appointment was (B)(6) 2015. On (B)(6) 2015, it was reported that it was unknown how the stall occurred as the patient had not been around any magnetic source. The plan was to implant a new pump. The resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.